Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during implant, the left ventricular (lv) lead had different pacing configurations tested. After the lv lead was connected to the test equipment using cables and crocodile clips, the lv lead was not able to achieve successful pacing from the middle electrodes and the proximal electrode of the lv lead. The lv lead was not implanted. It was noted that the patient was part of the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.